Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the device was not working. It was unclear if the implanted neurostimulator (ins) was at end of service (eos) or wasn¿t effective therapy. The patient was going to follow-up with their healthcare professional (hcp). No further complications were reported or anticipated.